Event description:
It was reported that "sent a patient on the pump yesterday and when we arrived to facility and unplugged pump for the ambulance it gave a 20 min battery warning and by the time they reached the elevator it gave a 2 min warning and then died." At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "sent a patient on the pump yesterday and when we arrived to facility and unplugged pump for the ambulance it gave a 20min battery warning and by the time they reached the elevator it gave a 2min warning and then died." At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.0 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 15 minutes when running on battery power. Within a minute of that alarm, the iabp alarmed "less than 10 minutes remaining" and then shut down without the "less than 5 minutes remaining" alarm. The total battery runtime was approximately 15 minutes. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of battery issue is confirmed. The returned battery failed the battery load test. During the complaint invest igation, the pump shut off after approximately 15 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A CAPA has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.